Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had something wrong with the screen of the insulin pump. Customer's blood glucose was 339 mg/dl at the time of the incident. Caller stated that the screen is blinking and not staying on. Caller put in a new battery and stated that the pump shows the bolus screen and the bolus but not the rest. Caller stated that the pump was not exposed to any moisture or dropped. Customer treated with a manual injection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.